Event description:
It is reported that the patient underwent a procedure on an unknown date. Subsequently, the patient was revised due to an implant fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign: china. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is further reported that the product involved in this event is a competitor's product.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event based on additional information, this product is a competitor's product. This initial report submitted needs to be voided. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6 and h10. Correction is in d3.